Event description:
Boston scientific crm received information of possible pacing inhibition for a pacing-dependent patient due to the use of electrocautery during an unspecified surgery. A boston scientific field representative reported being called to provide assistance, and that the name of the patient and device model also were not immediately available. No adverse patient effects were reported.

Manufacturer narrative:
The representative subsequently reported there were no allegations against the device, and he advised the attending staff how to use the programmer to set the device to electrocautery mode to prevent pacing inhibition. The representative did not receive the name of the patient or the device identification. This report will be updated if additional information is received.